Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call, he needed assistance programing the device to alert when blood glucose gets low. This morning work up with blood glucose of 49 mg/dl and use to have the alarm on the device but customer turned off the feature. Customer declined troubleshooting for the low blood glucose level. The device is not returning for further analysis.